Manufacturer narrative:
Additional information: h3, h6. H10: the device (white adaptor/patient line adapter) was received for evaluation connected to the female connector of a transfer set. A visual inspection with the naked eye and magnification noted no issues related to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The white adaptor was hand removed from the female connector with no issues noted; there was no damage on the components. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was difficulty disconnecting the patient line of an amia automated pd cycler set from the transfer set. This was discovered when the nurse was trying to disconnect the patient line of the amia cassette. It was further stated "the line was clamped off and then cut to be able to separate from the machine." There was no report of patient injury or medical intervention associated with this event. No additional information is available.